Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The first clip delivered wouldn't hold and the second was not completely closed. The coagulation was performed successfully with a different device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.